Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that device does not occlude. There was no patient involvement, and no patient harm reported.

Manufacturer narrative:
H6: updated. H3: one device was received. Device was visually and functionally tested and the customer reported complaint was able to be confirmed. The cause of the issue was that the downstream occlusion (dso) sensor was not functional. The dso sensor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.